Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The information provided indicated the consumer reported that upon removal tips of the tampons are loosely coming apart. The tampon came apart.